Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the air and water nozzles, but it was not possible to identify the foreign matter. Due to a leak failure in the forceps channel, proper reprocessing may not have been possible and the foreign object may not have been removed. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the auxiliary channel was leaking, the angulation was not to specification, the control knob had play, the distal end plastic complete video had deep dents, the bending section cover rubber glue had a crack, the insertion tube was buckled, and needed to change the attached conformite european label to a non-conformite european label. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had no flow from the main air/water system occlusion, not able to flush biopsy port. The issue was observed during an undisclosed procedure. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.